Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 18jun2019. The manufacturer¿s international service technician confirmed the reported issue. The customer removed the device from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported (defect on arrival) defoa-cpu pcba. Unit displayed error primary alarm failed.(e/c 1102) the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.